Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. This is 4 of 4 MDR submission as mw5178995 is associated with medwatch# mw5178992, mw5178993, mw5178994 all pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer received a "replace sensor" message on the adc device and was unable to obtain glucose readings. No symptoms were reported. The customer was contacted successfully, and there was no additional information obtained. Based on the information provided, there was no report of serious injury associated with this event.